Event description:
It was reported that a leak occurred which was related to the implanting procedure. The medication being delivered via the device system was baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).